Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no displayed image is caused by water immersion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name - (B)(6). The device was returned to olympus for evaluation and the evaluation found there was no image due to circuit board failure caused by inundation of water. In addition, the cable was buckling/twisting at the cable section, there was heavy switch operation in the head section, and deterioration in the main body of head section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head displayed no image during inspection for use. There were no reports of patient harm.